Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colorectal resection procedure, on examination of staples after the event it appeared that the staples had not fully formed. It is unknown how the procedure was completed. There were no adverse consequences for the pt.